Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. The patient received inappropriate shocks due to noise and oversensing on the rv lead. The patient's rv lead was a non-boston scientific product. Therapy was programmed off and a revision procedure was planned. At this time, the ICD remains in service. No adverse patient effects were reported.